Manufacturer narrative:
The initial MDR 2517506-2018-00443 was filed 08-aug-2018. Additional information (17-september-2018): a siemens customer service engineer was dispatched to the site to repair the refrigerated storage module (rsm). Siemens investigated the cause of the rsm fire. Measurements and photos of the rsm were taken, and key elements were examined as follows for potential sources of failure: the refrigeration unit power cord, the rsm manual controller unit plus power cord, the refrigeration unit condensation tank or drain tube, identify any combustible items present in the cabinet, confirm that all circuitry is intact and functional. Combustible materials (grease) were present in the rsm cabinet but it is unknown if the materials were the source of the fire or caught on fire. The cause of the fire cannot be determined due to the severe damage to the rsm. The instrument is performing according to specifications. No further investigation is required. The evaluation codes for method code, result code and conclusion code were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the refrigerated storage module (rsm) of the aptio by siemens automation system was observed to have emitted smoke and was on fire. The fire was extinguished using a fire extinguisher. Siemens is investigating the cause of the event.

Event description:
The refrigerated storage module (rsm) of the aptio by siemens automation system was observed to have damage caused by smoke and fire. The fire was extinguished using a fire extinguisher. The laboratory did not need to be evacuated and there are no reports of adverse health consequences due to the smoke and fire.